Event description:
A female pt went to the or for a laproscopic troubleshooting of a realize gastric lap band which was no longer working appropriately. In surgery, it was noted that the port which was implanted about a year and nine months ago, had become detatched from the tubing. The tubing and port became detached at the site where they meet. When the tubing was retrieved laparoscopically and connected to the port, the system was opened and was able to be flushed without difficulty. The old port was removed and a new port was implanted a little more laterally in an effort to eliminate possible kinking or bending at the connection site. The new port was successfully secured to the gastric band tubing and tested and was noted to be functional. The pt had no complications.